Event description:
During a gastric bypass the device was fired but caught on the tissue resulting in the tearing of the anastomosis. Another device was used to complete the case. There were no consequences to the pt.